Manufacturer narrative:
The ge service rep could not reproduce the boot problem. He reseated their connectors and boards and adjusted the 5v supply to 5.05v a the mother board. The rep also repaired the printer connection.

Event description:
The customer reported the system was not always booting on first attempt or may require reboot during operation. No report of patient impact.